Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were coming out of the device open, not formed. The case was completed with another device of the same product code. There were no patient consequences reported. All known information was reported.

Manufacturer narrative:
(B)(4). The analysis results of the er320 device found that it was received with a clip in jaws and the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed and 13 conforming clips were formed as intended; however, it is known from the history of the device that the condition of the misaligned jaws may lead to malformed clips. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.